Event description:
It was reported that, noise oversensing was observed on this chronic right atrial (ra) lead. The patient is not ra, or right ventricular (rv) dependent and rv therapy was available. This ra remains in service. No adverse patient effects were reported. Additional information was received which indicated that the right atrial (ra) lead exhibited noisy signals. Boston scientific technical services (ts) recommended to turn off atrial discriminators. This ra lead remains in service.